Manufacturer narrative:
On 19 aug 2021, during preventive maintenance by a zoll service representaive, the autopulse platform (B)(4) failed the load cell charactheristic test. The root cause for the observed failure was due to a defective load cell module 2. The defective load cell was likely attributed to mishandling such as a drop or normal wear and tear. The autopulse was manufactured in february 2015 and is over 6 years old, past its service life of 5 years. Visual inspection revealed no physical damage on the autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test due to a defective load cell module 2 (over-reporting). The load cell was replaced to address the observed failure. During further functional testing, observed stiff manual rotation of driveshaft. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
On 19 aug 2021, during preventive maintenance by a zoll service representaive, the autopulse platform (B)(4) failed the load cell charactheristic test. No patient involvement.